Event description:
Heartmate 2 left ventricular assist device (lvad) presented to local eye doctor with visual complaints of ~ 1-week duration. The eye doctor told patient he was concerned that symptoms were related to stroke. Small subacute posterior cerebral artery infarct was confirmed by cat scan. We do not know international normalized ratio (inr) at symptom onset due to delay in presentation, however inr at hospital admission was 2.4, and patient was taking aspirin 243 mg daily. Patient did not demonstrate focal deficits beyond his endorsement of visual disturbances, however occipital hallucinations were confirmed via eeg. Patient was discharged with therapeutic coumadin and aspirin 325 mg and two antiepileptic medications.